Event description:
The customer reported that one of the buttons on the insulin pump was unresponsive. Troubleshooting was performed and the issue persisted. The customer was advised to discontinue use and revert to a back-up plan. Her blood glucose was 200 mg/dl. Nothing further was reported.

Manufacturer narrative:
No battery out limit alarm noted and all operating currents were within specification. The insulin pump was received with intermittent button response due to corroded keypad traces. The device was also received with a cracked case at the display window corner, a cracked reservoir tube lip, a scratched lcd window, cracked battery tube threads and a missing end cap sticker.